Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter device. The balloon was loosely folded, with contrast in the balloon and lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube, with the hypotube separated 49cm from the strain relief. The fracture faces were ovaled, suggesting the device was kinked prior to separating. Although it was reported that the device was not used inside the body, the presence of contrast media in the guidewire lumen and balloon is indicative of handling beyond simply unpackaging the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.20mmx8mm emerge¿ push balloon catheter was selected for dilatation. However, during preparation outside patient's body, the distal shaft broke in half. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.20mmx8mm emerge¿ push balloon catheter was selected for dilatation. However, during preparation outside patient's body, the distal shaft broke in half. The procedure was completed with another of the same device. No patient complications were reported.